Manufacturer narrative:
Corrected: h6 annex e; h6 annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No further patient complications have been reported as a result of this event.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) the detection of the ventricular fibrillation (vf) episode was interrupted by supra ventricular tachycardia (svt) reset stability feature in the setting of atrial/ventricular dissociated rhythm and possibly prolonged the detection and therapy treatment time. Subsequently, the vf episode was appropriately detected and therapy administered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888 lead, implanted: (B)(6) 2018, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.